Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded the cartridge to address the event. Additionally, it was reported that the pump usb port was damaged resulting in difficulties charging the pump. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged usb port issue was verified. Additionally the alleged cartridge issue could not be verified.